Event description:
The facility reported advisory messages occurring during setup. They had to cancel the second case, but the patient was not in the o.r. At that time.

Manufacturer narrative:
A company service rep checked the system, replaced the fluidics module, and returned it for investigation, including root cause analysis.